Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported by a competitor that during an implant procedure, the lead had a pacing impedance of 260 ohms and the physician attempted to reposition the lead to no avail. The lead was removed and then the helix was unable to be extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.